Manufacturer narrative:
Evaluation is in progress, but not concluded.

Event description:
The safety monitor was giving false alarms. There was no adverse consequences to the patient as a result of this event.